Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to gear-pinion. As per the pump¿s log, dilaudid with concentration 7.5 mg/ml was being administered via a minimum dose rate of 0.0461 mg/day as of (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported that there was no known complaint associated with device. It was further noted that the explanted programmable medication pump was being returned for gross examination; an analysis report was not requested. The pump and partial catheter were returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.